Event description:
Customer reported that the customer was unresponsive and was found by her dog, the dog went to wake up her husband and 911 was called. Customer was taken to the hospital and did not wake up until she was in the emergency room. Customer stated that her doctor explained that her blood glucose was extremely low, and her body temperature was only 93. Customer stated she was having problems with her heart. She was wearing the insulin pump at the time of the hospitalization. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.